Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 28 synergy ii drug-eluting stent was prepared and negative pressure was applied. The device was then advanced to treat the lesion. However, while getting ready to place the stent into the artery, the stent moved on the delivery system (sds) down over the edge of it. The device was removed and it was noted that the stent was not on the shaft; the stent was stripped off. When panned with fluoro, it was the non-bsc bleedback control valve which had stripped the stent and came off right there. The stent was retrieved and the procedure completed with another 4.00 x 28 synergy ii stent. No patient complications were reported and the patient's status was fine.